Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the angulation down stuck in j position. Based on the result, we concluded that it was caused due to the excessive force applied on the angulation down. In addition, our technician confirmed that the distal end with ccd module fluid damage, the bending rubber perforated, the insertion flexible tube perforated, the remote control buttons perforated, the insertion flexible tube buckled, and the light guide cable buckled; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angulation stuck.